Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported that the irritation has bled. The patient has a history of very sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was under medical care. Outcome of the irritation is unknown.